Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") and arrhythmia ("arrhythmia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), fatigue ("fatigue / tiredness") and hypoaesthesia ("numbness of lower limb"). The patient was treated with surgery (essure (at the same time hysterectomy and fallopian tubes removal) was removed on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, fatigue and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for arrhythmia, fatigue, hypoaesthesia and medical device removal with essure. The reporter commented: essure implants inserted to the patient´s both fallopian tubes without problems. The implants were removed due to patient's wish. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Diagnostic results: on (B)(6) 2009 a control visit was performed, and implants were well in situ. On an unspecified date - wide examinations have been performed and reason has not been found (excluded for example borreliosis and thyroid gland diseases, enmg examination done and examinations concerning heart done). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") and arrhythmia ("arrhythmia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), fatigue ("fatigue / tiredness") and hypoaesthesia ("numbness of lower limb"). The patient was treated with surgery (essure (at the same time hysterectomy and fallopian tubes removal) was removed on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, fatigue and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for arrhythmia, fatigue, hypoaesthesia and medical device removal with essure. The reporter commented: essure implants inserted to the patient´s both fallopian tubes without problems. The implants were removed due to patient's wish. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-dec-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Diagnostic results: on (B)(6) 2009 a control visit was performed, and implants were well in situ. On an unspecified date - wide examinations have been performed and reason has not been found (excluded for example borreliosis and thyroid gland diseases, enmg examination done and examinations concerning heart done). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.